Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp touchscreen is not working and has a small scratch on the display. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp touchscreen is not working and has a small scratch on the display. The cardiohelp was exchanged during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The ch user interface update kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed that an object must be fallen on the display. As a result, the touch function no longer worked and control was no longer possible. The device could be controlled using the rotary knob and the side buttons. Thus the root cause could be determined as rough handling, which is covered by the risk file of the cardiohelp device. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter 5.6.1 "check before every application" the touch screen must be checked before use. According to the IFU, chapter 2.3.1 "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec (B)(4) of ipx1 (no protection against splash water). For patient transport the use of the protection cover is required. The device was manufactured on 2021-12-15. The review of the non-conformities has been performed on 2024-02-15 for the period of 2021-12-15 to 2023-12-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "cardiohelp touchscreen is not working due to a scratch on the display" could be confirmed, but it is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.